Manufacturer narrative:
If information is obtained that was not a this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. Available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint report states patient was revised due to instability. Update - maude report (mw5024765) voluntarily submitted by patient and received by depuy on 04/19/2012 states that the reasons for her (B)(6) 2012 revision were numerous partial dislocations, resulting in pain and elevated cobalt and chromium levels. Update may 02, 2017: litigation received. Litigation alleges implant failure, metallosis, infection, pain, swelling, bursitis, lack of mobility, metal ions, bone erosion, and pseudotumors. Stem was added for the alleged metal ions. Cup was added for the alleged infection. Pfs indicates patient underwent another surgery on (B)(6) 2011 as a result of infection and residual metallosis in the right hip. However, there is no information that could confirm that this was a revision, nor what products may be involved, this will not be reported yet. Should there be new information for this date, a new com will then be created. This complaint was updated on: may 19, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.

Event description:
Update sep 1, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges that the patient had occasional popping and slipping sensation, and that x-ray revealed the ball had come out of the socket easily. After review of the medical records for the MDR reportability, it was reported that the metal ion levels were above 7 ng/ml. There were no revision notes provided. This complaint is updated on sep 26, 2017.